Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(6) 2011 that a (B)(6) female patient with a history of hypertension, diabetes and end-stage renal disease underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. It was reported that the procedure went well with no reported complications. Following the procedure, mynx was used for femoral artery closure. The radiology technologist who deployed the device was in training to the device. There were no reported complications during the mynx closure and hemostasis was successfully achieved. Sometime post procedure (exact timeframe unknown), the patient underwent dialysis. It was reported that post dialysis, the access site was stable. The patient was discharged to home the same day. The following morning (B)(6) 2011 the patient complained of leg pain and swelling in the right groin. The patient returned to the hospital on (B)(6) 2011 where a hematoma (22cm x 20cm) was noted. It was also reported that the patient's hemoglobin had dropped from 13 to 7.5 g/dl. The patient was admitted to the hospital and was recommended for surgical intervention. On (B)(6) 2011, the patient underwent a surgical intervention including incision and drainage (I & d) and repair of the right femoral artery per operative notes as reviewed by the aci sales professional. At the time of this report, the patient remained hospitalized. No further information was provided.